Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present, not detached as reported. In addition, the blade tip was intact and not broken off as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It has been reported that during a colonoscopy, the two parts of the jaw got detached and the teflon part got unstuck from the pad. Components of device physically break off but did not fall in patient. No harm to the patient declared.